Manufacturer narrative:
Age at time of event: under 18 years.

Event description:
It was reported that balloon rupture occured. The 99% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 5.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.